Event description:
Same case as: 2134265-2011-05050, 2134265-2012-00224. It was reported that during a percutaneous transluminal intervention, vessel perforation and myocardial infarction. Lesion 1 was a bifurcated lesion located in the proximal left anterior descending (lad). The lesion was 80% stenosed, 3.0mm in diameter and 15mm long. The lesion was treated with predilation and placement of a 3.0x24mm taxus element stent. Following post dilation, coronary perforation occurred which caused a branch occlusion. The lesion was treated with placement of a non-bsc stent. Residual stenosis was 0%. Lesion 2 was located in the proximal left circumflex (cx) extending into the distal cx. The lesion was 100% stenosed, 2.5mm in diameter and 25mm long. The lesion was treated with predilation and placement of overlapping 2.5x24mm, 2.5x24mm, 3.0x24mm, 2.75x12mm taxus element stents and a non-study drug eluting stent. Post dilation was performed. Residual stenosis was 0%. During the index procedure, the patient experienced coronary perforation and myocardial infarction. Following placement of the 3.0x24mm, taxus element stent post dilation was performed using 3.0x15mm and 3.0x8mm quantum maverick balloons. These balloons caused the coronary perforation which, in turn caused branch occlusion. This was treated with placement of a graft master stent. Residual stenosis was 0%. The patient experienced chest pain lasting greater than 20 minutes. St segment depression noted on electrocardiogram and cardiac enzyme elevation and a myocardial infarction was reported. (Peak ck-mb= 107.4 ng/ml, uln=3.6 ng/ml; peak troponin= 41 ng/ml, uln= 0.045 ng/ml). The patient was discharged 7 days later on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).